Manufacturer narrative:
E was initially received via regulatory authority (reference number: (B)(4) on (B)(6) 2015. The most recent information was received on (B)(6) 2018. The patient's concurrent conditions included anxiety, keratosis, endometriosis, abdominal pain, ovarian cyst and irregular menstruation. On (B)(6) 2008, the patient had essure inserted. On (B)(6)2016, 7 years 9 months after insertion of essure, the patient experienced the first episode of uterine leiomyoma ("reproductive system disorder/condition (uterine fibroids)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), the second episode of uterine leiomyoma (seriousness criterion medically significant) with menorrhagia, tenderness ("tenderness"), dyspareunia ("painful intercourse"), back pain ("lower back pain, pain was so crazy in her back, back pain daily sometimes so severe that what woke her out of a sleep / mid back pain"), dyspepsia ("digestive issues, heartburn"), abdominal distension ("bloating, abdomen was rock hard"), gastrointestinal disorder ("bowel problems nos"), vomiting ("she would eat and vomit"), abdominal discomfort ("felt so uncomfortable standing and sitting"), malaise ("felt so ill"), renal disorder ("wondering if she had a kidney problem"), feeling abnormal ("mental fog"), fatigue ("fatigue"), amnesia ("memory loss"), visual impairment ("vision problems"), tooth disorder ("dental issues"), night sweats ("night sweats"), flushing ("any exertion at all she flushed / flushing thought to be rosacia"), erythema ("face was so red"), hyperhidrosis ("sweat profusely"), acne cystic ("cystic acne"), skin bacterial infection ("bacterial infection on her left cheek"), rosacea ("could have rosacea, an auto immune disease, a year of flare ups"), hyperaesthesia ("extremely sensitive skin"), paraesthesia ("tingling in her feet when she was standing"), tremor ("left arm also shook"), vaginal haemorrhage ("abnormal bleeding (vaginal )"), dysmenorrhoea ("dysmenorrhea"), alopecia ("hair loss,"), mood altered ("moodiness"), migraine ("migraines"), headache ("headaches"), dermal cyst ("rashes or skin conditions (cysts on face/flushing thought to be rosacia)") and pain in extremity ("leg pain"). The patient was treated with surgery (she had surgery to remove the essure implant) and surgery (thermachoice balloon ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, headache and pain in extremity had resolved and the menorrhagia, autoimmune disorder, the last episode of uterine leiomyoma, tenderness, dyspareunia, dyspepsia, abdominal distension, gastrointestinal disorder, vomiting, abdominal discomfort, malaise, renal disorder, feeling abnormal, fatigue, amnesia, visual impairment, tooth disorder, night sweats, flushing, erythema, hyperhidrosis, acne cystic, skin bacterial infection, rosacea, hyperaesthesia, paraesthesia, tremor, vaginal haemorrhage, dysmenorrhoea, alopecia, mood altered, migraine and dermal cyst outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, acne cystic, alopecia, amnesia, autoimmune disorder, back pain, dermal cyst, dysmenorrhoea, dyspareunia, dyspepsia, erythema, fatigue, feeling abnormal, flushing, gastrointestinal disorder, headache, hyperaesthesia, hyperhidrosis, malaise, menorrhagia, migraine, mood altered, night sweats, pain in extremity, paraesthesia, pelvic pain, renal disorder, rosacea, skin bacterial infection, tenderness, tooth disorder, tremor, vaginal haemorrhage, visual impairment, vomiting, the first episode of uterine leiomyoma and the second episode of uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion essure confirmation test(s) conducted: hysterosalpingogram: (per mr): (B)(6) 2008: no tubal spill is demonstrated bilaterally. Concerning the injuries reported in this case, the following one was described in patients medical record confirming :menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (reference number: (B)(4)) on (B)(6) 2015. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), autoimmune disorder ("autoimmune disorder") and the second episode of uterine leiomyoma ("fibroid on her uterus") in a 39-year-old female patient who had essure (batch no. 624484) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety, keratosis, endometriosis, abdominal pain, ovarian cyst and menstrual disorder. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2016, 7 years 9 months after insertion of essure, the patient experienced the first episode of uterine leiomyoma ("reproductive system disorder/condition (uterine fibroids)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), the second episode of uterine leiomyoma (seriousness criterion medically significant) with menorrhagia, tenderness ("tenderness"), dyspareunia ("painful intercourse"), back pain ("lower back pain, pain was so crazy in her back, back pain daily sometimes so severe that what woke her out of a sleep / mid back pain"), dyspepsia ("digestive issues, heartburn"), abdominal distension ("bloating, abdomen was rock hard"), gastrointestinal disorder ("bowel problems nos"), vomiting ("she would eat and vomit"), abdominal discomfort ("felt so uncomfortable standing and sitting"), malaise ("felt so ill"), renal disorder ("wondering if she had a kidney problem"), feeling abnormal ("mental fog"), fatigue ("fatigue"), amnesia ("memory loss"), visual impairment ("vision problems"), tooth disorder ("dental issues"), night sweats ("night sweats"), flushing ("any exertion at all she flushed / flushing thought to be rosacia"), erythema ("face was so red"), hyperhidrosis ("sweat profusely"), acne cystic ("cystic acne"), skin bacterial infection ("bacterial infection on her left cheek"), rosacea ("could have rosacea, an auto immune disease, a year of flare ups"), hyperaesthesia ("extremely sensitive skin"), paraesthesia ("tingling in her feet when she was standing"), tremor ("left arm also shook"), vaginal haemorrhage ("abnormal bleeding (vaginal )"), dysmenorrhoea ("dysmenorrhea"), alopecia ("hair loss,"), mood altered ("moodiness"), migraine ("migraines"), headache ("headaches"), cyst ("rashes or skin conditions (cysts on face/flushing thought to be rosacia)") and pain in extremity ("leg pain"). The patient was treated with surgery (she had surgery to remove the essure implant) and surgery (thermachoice balloon ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, headache and pain in extremity had resolved and the menorrhagia, autoimmune disorder, the last episode of uterine leiomyoma, tenderness, dyspareunia, dyspepsia, abdominal distension, gastrointestinal disorder, vomiting, abdominal discomfort, malaise, renal disorder, feeling abnormal, fatigue, amnesia, visual impairment, tooth disorder, night sweats, flushing, erythema, hyperhidrosis, acne cystic, skin bacterial infection, rosacea, hyperaesthesia, paraesthesia, tremor, vaginal haemorrhage, dysmenorrhoea, alopecia, mood altered, migraine and cyst outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, acne cystic, alopecia, amnesia, autoimmune disorder, back pain, cyst, dysmenorrhoea, dyspareunia, dyspepsia, erythema, fatigue, feeling abnormal, flushing, gastrointestinal disorder, headache, hyperaesthesia, hyperhidrosis, malaise, menorrhagia, migraine, mood altered, night sweats, pain in extremity, paraesthesia, pelvic pain, renal disorder, rosacea, skin bacterial infection, tenderness, tooth disorder, tremor, vaginal haemorrhage, visual impairment, vomiting, the first episode of uterine leiomyoma and the second episode of uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion essure confirmation test(s) conducted: hysterosalpingogram: (per mr): (B)(6) 2008: no tubal spill is demonstrated bilaterally. Concerning the injuries reported in this case, the following one was described in patients medical record confirming :menorrhagia. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case,no product was returned. Since we have no valid batch number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs & mr received:lot number was added. Reporter information updated. Patient demographics were added. Suspect drug indication added. Lab data, concomitant condition were added. Events added per pfs abnormal bleeding (vaginal), abnormal bleeding( menorrhagia), autoimmune disorder , dysmenorrhea, hair loss, moodiness, migraines, headaches, cysts on face, uterine fibroids, leg pain. Updated onset date. Outcome of events ( leg pain, skin condition, headaches, pelvic pain ,back pain) updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: FDA-2014-n-0736-1232) on 03-oct-2015. The most recent information was received on 17-dec-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain'), embedded device ('coil is basically anchored or in my case was anchored into the uterus'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/clotting'), autoimmune disorder ('autoimmune disorder') and uterine fibroid ('fibroid on her uterus') in a 39-year-old female patient who had essure (batch no. 624484) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast mass and kidney stone. Concurrent conditions included anxiety, keratosis, endometriosis, abdominal pain, ovarian cyst and irregular menstruation. Concomitant products included alprazolam (xanax), escitalopram oxalate (lexapro) and pantoprazole. On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient was found to have uterine fibroids ("reproductive system disorder/condition (uterine fibroids)"), 7 years 9 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion ("coil is basically anchored or in my case was anchored into the uterus"), genital haemorrhage ("heavy bleeding"), menorrhagia (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), tenderness ("tenderness"), dyspareunia ("painful intercourse"), back pain ("lower back pain, pain was so crazy in her back, back pain daily sometimes so severe that what woke her out of a sleep / mid back pain"), dyspepsia ("digestive issues, heartburn"), abdominal distension ("bloating, abdomen was rock hard"), gastrointestinal pain ("bowel problems nos/bowel spasm/bowel pain"), vomiting ("she would eat and vomit"), abdominal discomfort ("felt so uncomfortable standing and sitting"), malaise ("felt so ill"), renal disorder ("wondering if she had a kidney problem"), the first episode of feeling abnormal ("mental fog"), fatigue ("fatigue"), amnesia ("memory loss/memory is not what it use to be"), tooth disorder ("dental issues"), night sweats ("night sweats"), flushing ("any exertion at all she flushed / flushing thought to be rosacia"), erythema ("face was so red"), hyperhidrosis ("sweat profusely"), acne cystic ("cystic acne"), skin bacterial infection ("bacterial infection on her left cheek"), rosacea ("could have rosacea, an auto immune disease, a year of flare ups"), hyperaesthesia ("extremely sensitive skin"), paraesthesia ("tingling in her feet when she was standing"), tremor ("left arm also shook"), vaginal haemorrhage ("abnormal bleeding (vaginal )"), dysmenorrhoea ("dysmenorrhea/cramping"), alopecia ("hair loss,"), mood altered ("moodiness"), migraine ("migraines"), headache ("headaches"), dermal cyst ("rashes or skin conditions (cysts on face/flushing thought to be rosacia)"), pain in extremity ("leg pain"), procedural pain ("pain in groin area, wiped with my parts/surgical site pain"), menopausal symptoms ("pms"), ovarian cyst ("ovarian cyst"), vision blurred ("blurry vision/vision problems"), the second episode of feeling abnormal ("brain fog/feeling fuzzy brained"), photophobia ("left eye is highly sensitive to bright light and reflections/vision problems") and abdominal rigidity ("abdominal spasm post operatively") and was found to have uterine fibroid (seriousness criterion medically significant) with menorrhagia. The patient was treated with surgery (ablation and total abdominal hysterectomy and salpingectomy (bilateral)-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, headache and pain in extremity had resolved and the embedded device, device expulsion, genital haemorrhage, menorrhagia, autoimmune disorder, uterine fibroid, tenderness, dyspareunia, dyspepsia, abdominal distension, gastrointestinal pain, vomiting, abdominal discomfort, malaise, renal disorder, fatigue, amnesia, tooth disorder, night sweats, flushing, erythema, hyperhidrosis, acne cystic, skin bacterial infection, rosacea, hyperaesthesia, paraesthesia, tremor, vaginal haemorrhage, dysmenorrhoea, alopecia, mood altered, migraine, dermal cyst, uterine fibroids, procedural pain, menopausal symptoms, ovarian cyst, vision blurred, the last episode of feeling abnormal, photophobia and abdominal rigidity outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal rigidity, acne cystic, alopecia, amnesia, autoimmune disorder, back pain, dermal cyst, device expulsion, dysmenorrhoea, dyspareunia, dyspepsia, embedded device, erythema, fatigue, flushing, gastrointestinal pain, genital haemorrhage, headache, hyperaesthesia, hyperhidrosis, malaise, menopausal symptoms, menorrhagia, migraine, mood altered, night sweats, ovarian cyst, pain in extremity, paraesthesia, pelvic pain, photophobia, procedural pain, renal disorder, rosacea, skin bacterial infection, tenderness, tooth disorder, tremor, uterine fibroids, vaginal haemorrhage, vision blurred, vomiting, the first episode of feeling abnormal, uterine fibroid and the second episode of feeling abnormal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion, no tubal spill is demonstrated bilaterally. Concerning the injuries reported in this case, the following one was described in patients medical record confirming : menorrhagia. Concerning the injuries reported in this case, the following one was described in social media: coil is basically anchored or in my case was anchored into the uterus, heavy bleeding, pregnant and I was, it was after that I made the mistake of having the essure done, device ineffective, ovaries but developed and ruptured, pain in groin area, wiped with my parts/surgical site pain, postmenopausal symptoms, ovarian cyst, uterus is large, blurry vision/vision problems, brain fog/feeling fuzzy brained, left eye is highly sensitive to bright light and reflections/vision problems, abdominal spasm quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 17-dec-2019: pfs and content from social media received. Events: coil is basically anchored or in my case was anchored into the uterus, heavy bleeding, pain in groin area, wiped with my parts/surgical site pain, postmenopausal symptoms, ovarian cyst, ,blurry vision/vision problems, brain fog/feeling fuzzy brained, left eye is highly sensitive to bright light and reflections/vision problems, abdominal spasm were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: FDA-2014-n-0736-1232) on 03-oct-2015. The most recent information was received on 13-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain'), embedded device ('coil is basically anchored or in my case was anchored into the uterus'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/clotting') and autoimmune disorder ('autoimmune disorder') in a 39-year-old female patient who had essure (batch no. 624484) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included breast mass and kidney stone. Concurrent conditions included anxiety, keratosis, endometriosis, abdominal pain, ovarian cyst and irregular menstruation. Concomitant products included alprazolam (xanax), escitalopram oxalate (lexapro) and pantoprazole. On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), device expulsion ("coil is basically anchored or in my case was anchored into the uterus"), genital haemorrhage ("heavy bleeding"), autoimmune disorder (seriousness criterion medically significant), tenderness ("tenderness"), dyspareunia ("painful intercourse"), back pain ("lower back pain, pain was so crazy in her back, back pain daily sometimes so severe that what woke her out of a sleep / mid back pain"), dyspepsia ("digestive issues, heartburn"), abdominal distension ("bloating, abdomen was rock hard"), gastrointestinal pain ("bowel problems nos/bowel spasm/bowel pain"), vomiting ("she would eat and vomit"), abdominal discomfort ("felt so uncomfortable standing and sitting"), malaise ("felt so ill"), renal disorder ("wondering if she had a kidney problem"), feeling abnormal ("mental fog/brain fog/feeling fuzzy brained"), fatigue ("fatigue"), amnesia ("memory loss/memory is not what it use to be"), tooth disorder ("dental issues"), night sweats ("night sweats"), flushing ("any exertion at all she flushed / flushing thought to be rosacia"), erythema ("face was so red"), hyperhidrosis ("sweat profusely"), acne cystic ("cystic acne"), skin bacterial infection ("bacterial infection on her left cheek"), rosacea ("could have rosacea, an auto immune disease, a year of flare ups"), hyperaesthesia ("extremely sensitive skin"), paraesthesia ("tingling in her feet when she was standing"), tremor ("left arm also shook"), vaginal haemorrhage ("abnormal bleeding (vaginal )"), dysmenorrhoea ("dysmenorrhea/cramping"), alopecia ("hair loss/hair thinning"), mood altered ("moodiness"), migraine ("migraines"), headache ("headaches"), dermal cyst ("rashes or skin conditions (cysts on face/flushing thought to be rosacia)"), pain in extremity ("leg pain"), procedural pain ("pain in groin area, wiped with my parts/surgical site pain"), menopausal symptoms ("pms"), ovarian cyst ("ovarian cyst"), vision blurred ("blurry vision/vision problems"), photophobia ("left eye is highly sensitive to bright light and reflections/vision problems"), abdominal rigidity ("abdominal spasm post operatively"), uterine enlargement ("uterus is large"), menopause ("menopause"), hair colour changes ("hair color changes"), feeling of body temperature change ("hot and cold"), hot flush ("hot flush"), groin pain ("groin pain"), flatulence ("gas") and dyschezia ("first two bms were horrible associated with pain and spasm"), was found to have uterine leiomyoma ("fibroid on her uterus") with menorrhagia, weight increased ("weight gain") and breast cancer ("breast cancer") and was found to have a pregnancy with contraceptive device ("pregnant"). The patient was treated with surgery (ablation and total abdominal hysterectomy and salpingectomy (bilateral)-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, headache and pain in extremity had resolved and the embedded device, menorrhagia, device expulsion, genital haemorrhage, autoimmune disorder, uterine leiomyoma, tenderness, dyspareunia, dyspepsia, abdominal distension, gastrointestinal pain, vomiting, abdominal discomfort, malaise, renal disorder, feeling abnormal, fatigue, amnesia, tooth disorder, night sweats, flushing, erythema, hyperhidrosis, acne cystic, skin bacterial infection, rosacea, hyperaesthesia, paraesthesia, tremor, vaginal haemorrhage, dysmenorrhoea, alopecia, mood altered, migraine, dermal cyst, procedural pain, menopausal symptoms, ovarian cyst, vision blurred, photophobia, abdominal rigidity, weight increased, uterine enlargement, pregnancy with contraceptive device, menopause, hair colour changes, feeling of body temperature change, hot flush, groin pain, breast cancer, flatulence and dyschezia outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal discomfort, abdominal distension, abdominal rigidity, acne cystic, alopecia, amnesia, autoimmune disorder, back pain, breast cancer, dermal cyst, device expulsion, dyschezia, dysmenorrhoea, dyspareunia, dyspepsia, embedded device, erythema, fatigue, feeling abnormal, feeling of body temperature change, flatulence, flushing, gastrointestinal pain, genital haemorrhage, groin pain, hair colour changes, headache, hot flush, hyperaesthesia, hyperhidrosis, malaise, menopausal symptoms, menopause, menorrhagia, migraine, mood altered, night sweats, ovarian cyst, pain in extremity, paraesthesia, pelvic pain, photophobia, pregnancy with contraceptive device, procedural pain, renal disorder, rosacea, skin bacterial infection, tenderness, tooth disorder, tremor, uterine enlargement, uterine leiomyoma, vaginal haemorrhage, vision blurred, vomiting and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion, no tubal spill is demonstrated bilaterally. Concerning the injuries reported in this case, the following one was described in patients medical record confirming :menorrhagia concerning the injuries reported in this case, the following one was described in social media: coil is basically anchored or in my case was anchored into the uterus, heavy bleeding, pregnant and I was, it was after that I made the mistake of having the essure done, device ineffective, ovaries but developed and ruptured, pain in groin area, wiped with my parts/surgical site pain, postmenopausal symptoms, ovarian cyst, uterus is large, blurry vision/vision problems, brain fog/feeling fuzzy brained, left eye is highly sensitive to bright light and reflections/vision problems, abdominal spasm, hair color changes, feeling of body temperature change, hot flush, groin pain, breast cancer, flatulence. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 13-jan-2020: social media received- duplicate event feeling abnormal and uterine leiomyoma was deleted, new event weight gain, uterus enlargement, pregnancy with contraceptive device, device ineffective, hair color changes, hot and cold, hot flush, groin pain, breast cancer, gas, dyschezia were added. Event premenstrual syndrome updated to premenopausal symptoms. Incident: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: FDA-2014-n-0736-1232) on 03-oct-2015. The most recent information was received on 17-dec-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain'), embedded device ('coil is basically anchored or in my case was anchored into the uterus'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/clotting'), autoimmune disorder ('autoimmune disorder') and uterine fibroid ('fibroid on her uterus') in a 39-year-old female patient who had essure (batch no: 624484) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast mass and kidney stone. Concurrent conditions included anxiety, keratosis, endometriosis, abdominal pain, ovarian cyst and irregular menstruation. Concomitant products included alprazolam (xanax), escitalopram oxalate (lexapro) and pantoprazole. On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient was found to have uterine fibroids ("reproductive system disorder/condition (uterine fibroids"), 7 years 9 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion ("coil is basically anchored or in my case was anchored into the uterus"), genital haemorrhage ("heavy bleeding"), menorrhagia (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), tenderness ("tenderness"), dyspareunia ("painful intercourse"), back pain ("lower back pain, pain was so crazy in her back, back pain daily sometimes so severe that what woke her out of a sleep / mid back pain"), dyspepsia ("digestive issues, heartburn"), abdominal distension ("bloating, abdomen was rock hard"), gastrointestinal pain ("bowel problems nos/bowel spasm/bowel pain"), vomiting ("she would eat and vomit"), abdominal discomfort ("felt so uncomfortable standing and sitting"), malaise ("felt so ill"), renal disorder ("wondering if she had a kidney problem"), the first episode of feeling abnormal ("mental fog"), fatigue ("fatigue"), amnesia ("memory loss/memory is not what it use to be"), tooth disorder ("dental issues"), night sweats ("night sweats"), flushing ("any exertion at all she flushed / flushing thought to be rosacia"), erythema ("face was so red"), hyperhidrosis ("sweat profusely"), acne cystic ("cystic acne"), skin bacterial infection ("bacterial infection on her left cheek"), rosacea ("could have rosacea, an auto immune disease, a year of flare ups"), hyperaesthesia ("extremely sensitive skin"), paraesthesia ("tingling in her feet when she was standing"), tremor ("left arm also shook"), vaginal haemorrhage ("abnormal bleeding (vaginal "), dysmenorrhoea ("dysmenorrhea/cramping"), alopecia ("hair loss,"), mood altered ("moodiness"), migraine ("migraines"), headache ("headaches"), dermal cyst ("rashes or skin conditions (cysts on face/flushing thought to be rosacia)"), pain in extremity ("leg pain"), procedural pain ("pain in groin area, wiped with my parts/surgical site pain"), premenstrual syndrome ("pms"), ovarian cyst ("ovarian cyst"), vision blurred ("blurry vision/vision problems"), the second episode of feeling abnormal ("brain fog/feeling fuzzy brained"), photophobia ("left eye is highly sensitive to bright light and reflections/vision problems") and abdominal rigidity ("abdominal spasm post operatively") and was found to have uterine fibroid (seriousness criterion medically significant) with menorrhagia. The patient was treated with surgery (ablation and total abdominal hysterectomy and salpingectomy (bilateral)-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, headache and pain in extremity had resolved and the embedded device, device expulsion, genital haemorrhage, menorrhagia, autoimmune disorder, uterine fibroid, tenderness, dyspareunia, dyspepsia, abdominal distension, gastrointestinal pain, vomiting, abdominal discomfort, malaise, renal disorder, fatigue, amnesia, tooth disorder, night sweats, flushing, erythema, hyperhidrosis, acne cystic, skin bacterial infection, rosacea, hyperaesthesia, paraesthesia, tremor, vaginal haemorrhage, dysmenorrhoea, alopecia, mood altered, migraine, dermal cyst, uterine fibroids, procedural pain, premenstrual syndrome, ovarian cyst, vision blurred, the last episode of feeling abnormal, photophobia and abdominal rigidity outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal rigidity, acne cystic, alopecia, amnesia, autoimmune disorder, back pain, dermal cyst, device expulsion, dysmenorrhoea, dyspareunia, dyspepsia, embedded device, erythema, fatigue, flushing, gastrointestinal pain, genital haemorrhage, headache, hyperaesthesia, hyperhidrosis, malaise, menorrhagia, migraine, mood altered, night sweats, ovarian cyst, pain in extremity, paraesthesia, pelvic pain, photophobia, premenstrual syndrome, procedural pain, renal disorder, rosacea, skin bacterial infection, tenderness, tooth disorder, tremor, uterine fibroids, vaginal haemorrhage, vision blurred, vomiting, the first episode of feeling abnormal, uterine fibroid and the second episode of feeling abnormal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2008: results: total bilateral occlusion, no tubal spill is demonstrated bilaterally. Concerning the injuries reported in this case, the following one was described in patients medical record confirming: menorrhagia concerning the injuries reported in this case, the following one was described in social media: coil is basically anchored or in my case was anchored into the uterus, heavy bleeding, pregnant and I was, it was after that I made the mistake of having the essure done, device ineffective, ovaries but developed and ruptured, pain in groin area, wiped with my parts/surgical site pain, postmenopausal symptoms, ovarian cyst, uterus is large, blurry vision/vision problems, brain fog/feeling fuzzy brained, left eye is highly sensitive to bright light and reflections/vision problems, abdominal spasm. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Amendment: the report was amended for the following reason: coding correction received. Correction due to discrepancy between coding action item and match point coder query: the event "pms" updated to "premenstrual syndrome" from "post menopausal symptoms". No new follow-up information was received from the reporter. Incident: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 03-oct-2015. The most recent information was received on 10-feb-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain'), embedded device ('coil is basically anchored or in my case was anchored into the uterus'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/clotting') and autoimmune disorder ('autoimmune disorder') in a 39-year-old female patient who had essure (batch no. 624484) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included breast mass and kidney stone. Concurrent conditions included anxiety, keratosis, endometriosis, abdominal pain, ovarian cyst and irregular menstruation. Concomitant products included alprazolam (xanax), escitalopram oxalate (lexapro) and pantoprazole. On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), device expulsion ("coil is basically anchored or in my case was anchored into the uterus"), genital haemorrhage ("heavy bleeding"), autoimmune disorder (seriousness criterion medically significant), tenderness ("tenderness"), dyspareunia ("painful intercourse"), back pain ("lower back pain, pain was so crazy in her back, back pain daily sometimes so severe that what woke her out of a sleep / mid back pain"), dyspepsia ("digestive issues, heartburn"), abdominal distension ("bloating, abdomen was rock hard"), gastrointestinal pain ("bowel problems nos/bowel spasm/bowel pain"), vomiting ("she would eat and vomit"), abdominal discomfort ("felt so uncomfortable standing and sitting"), malaise ("felt so ill"), renal disorder ("wondering if she had a kidney problem"), feeling abnormal ("mental fog/brain fog/feeling fuzzy brained"), fatigue ("fatigue"), amnesia ("memory loss/memory is not what it use to be"), tooth disorder ("dental issues"), night sweats ("night sweats"), flushing ("any exertion at all she flushed / flushing thought to be rosacia"), erythema ("face was so red"), hyperhidrosis ("sweat profusely"), acne cystic ("cystic acne"), skin bacterial infection ("bacterial infection on her left cheek"), rosacea ("could have rosacea, an auto immune disease, a year of flare ups"), hyperaesthesia ("extremely sensitive skin"), paraesthesia ("tingling in her feet when she was standing"), tremor ("left arm also shook"), vaginal haemorrhage ("abnormal bleeding (vaginal )"), dysmenorrhoea ("dysmenorrhea/cramping"), alopecia ("hair loss/hair thinning"), mood altered ("moodiness"), migraine ("migraines"), headache ("headaches"), dermal cyst ("rashes or skin conditions (cysts on face/flushing thought to be rosacia)"), pain in extremity ("leg pain"), procedural pain ("pain in groin area, wiped with my parts/surgical site pain"), menopausal symptoms ("pms"), ovarian cyst ("ovarian cyst"), vision blurred ("blurry vision/vision problems"), photophobia ("left eye is highly sensitive to bright light and reflections/vision problems"), abdominal rigidity ("abdominal spasm post operatively"), uterine enlargement ("uterus is large"), menopause ("menopause"), hair colour changes ("hair color changes"), feeling of body temperature change ("hot and cold"), hot flush ("hot flush"), groin pain ("groin pain"), flatulence ("gas") and dyschezia ("first two bms were horrible associated with pain and spasm"), was found to have uterine leiomyoma ("fibroid on her uterus") with menorrhagia, weight increased ("weight gain") and breast cancer ("breast cancer") and was found to have a pregnancy with contraceptive device ("pregnant"). The patient was treated with surgery (ablation and total abdominal hysterectomy and salpingectomy (bilateral)-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, headache and pain in extremity had resolved and the embedded device, menorrhagia, device expulsion, genital haemorrhage, autoimmune disorder, uterine leiomyoma, tenderness, dyspareunia, dyspepsia, abdominal distension, gastrointestinal pain, vomiting, abdominal discomfort, malaise, renal disorder, feeling abnormal, fatigue, amnesia, tooth disorder, night sweats, flushing, erythema, hyperhidrosis, acne cystic, skin bacterial infection, rosacea, hyperaesthesia, paraesthesia, tremor, vaginal haemorrhage, dysmenorrhoea, alopecia, mood altered, migraine, dermal cyst, procedural pain, menopausal symptoms, ovarian cyst, vision blurred, photophobia, abdominal rigidity, weight increased, uterine enlargement, pregnancy with contraceptive device, menopause, hair colour changes, feeling of body temperature change, hot flush, groin pain, breast cancer, flatulence and dyschezia outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal discomfort, abdominal distension, abdominal rigidity, acne cystic, alopecia, amnesia, autoimmune disorder, back pain, breast cancer, dermal cyst, device expulsion, dyschezia, dysmenorrhoea, dyspareunia, dyspepsia, embedded device, erythema, fatigue, feeling abnormal, feeling of body temperature change, flatulence, flushing, gastrointestinal pain, genital haemorrhage, groin pain, hair colour changes, headache, hot flush, hyperaesthesia, hyperhidrosis, malaise, menopausal symptoms, menopause, menorrhagia, migraine, mood altered, night sweats, ovarian cyst, pain in extremity, paraesthesia, pelvic pain, photophobia, pregnancy with contraceptive device, procedural pain, renal disorder, rosacea, skin bacterial infection, tenderness, tooth disorder, tremor, uterine enlargement, uterine leiomyoma, vaginal haemorrhage, vision blurred, vomiting and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion, no tubal spill is demonstrated bilaterally. Concerning the injuries reported in this case, the following one was described in patients medical record confirming :menorrhagia concerning the injuries reported in this case, the following one was described in social media: coil is basically anchored or in my case was anchored into the uterus, heavy bleeding, pregnant and I was, it was after that I made the mistake of having the essure done, device ineffective, ovaries but developed and ruptured, pain in groin area, wiped with my parts/surgical site pain, postmenopausal symptoms, ovarian cyst, uterus is large, blurry vision/vision problems, brain fog/feeling fuzzy brained, left eye is highly sensitive to bright light and reflections/vision problems, abdominal spasm, hair color changes, feeling of body temperature change, hot flush, groin pain, breast cancer, flatulence. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 10-feb-2020: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a regulatory authority and describes the occurrence of pelvic pain ("pelvic pain / pain") and uterine leiomyoma ("fibroid on her uterus") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine leiomyoma (seriousness criterion medically significant) with menorrhagia, tenderness ("tenderness"), dyspareunia ("painful intercourse"), back pain ("lower back pain, pain was so crazy in her back, back pain daily sometimes so severe that what woke her out of a sleep"), dyspepsia ("digestive issues, heartburn"), abdominal distension ("bloating, abdomen was rock hard"), gastrointestinal disorder ("bowel problems nos"), vomiting ("she would eat and vomit"), abdominal discomfort ("felt so uncomfortable standing and sitting"), malaise ("felt so ill"), renal disorder ("wondering if she had a kidney problem"), feeling abnormal ("mental fog"), fatigue ("fatigue"), amnesia ("memory loss"), visual impairment ("vision problems"), tooth disorder ("dental issues"), night sweats ("night sweats"), flushing ("any exertion at all she flushed"), erythema ("face was so red"), hyperhidrosis ("sweat profusely"), acne cystic ("cystic acne"), skin bacterial infection ("bacterial infection on her left cheek"), rosacea ("could have rosacea, an auto immune disease, a year of flare ups"), hyperaesthesia ("extremely sensitive skin"), paraesthesia ("tingling in her feet when she was standing") and tremor ("left arm also shook"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine leiomyoma, tenderness, dyspareunia, back pain, dyspepsia, abdominal distension, gastrointestinal disorder, vomiting, abdominal discomfort, malaise, renal disorder, feeling abnormal, fatigue, amnesia, visual impairment, tooth disorder, night sweats, flushing, erythema, hyperhidrosis, acne cystic, skin bacterial infection, rosacea, hyperaesthesia, paraesthesia and tremor outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, acne cystic, amnesia, back pain, dyspareunia, dyspepsia, erythema, fatigue, feeling abnormal, flushing, gastrointestinal disorder, hyperaesthesia, hyperhidrosis, malaise, night sweats, paraesthesia, pelvic pain, renal disorder, rosacea, skin bacterial infection, tenderness, tooth disorder, tremor, uterine leiomyoma, visual impairment and vomiting to be related to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case,no product was returned. Since we have no valid batch number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 3-aug-2017: reporter information, event verbatim was updated as pelvic pain / pain and device category as incident (previously reported as other event). Added start date as (B)(6) 2008 and stop date. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.